Event description:
The reporter indicated that he experienced difficulty during the sensing threshold tests. At 1.0 - 1.4 mr, r-waves were measured. The test was started at 1.0 mv and was sensed. When it was increased to 2.0 mv, the test was aborted, and sensing never occurred. The test was attempted at: 1) ddd w/ 300ms and 2) vvi at 45 ppm. The pt's rhythm is 54 bpm.